Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, b7, g1.

Event description:
Healthcare professional reported via nbir right side deflation. The device was explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir right side deflation. The device was explanted and replaced.